Event description:
A customer reported, a chipped tooth. Location number 25.

Manufacturer narrative:
No evidence of an lor on file, no evidence of a preexisting condition. And no additional information was reported. This record has been deemed reportable, as the device may have contributed to or caused harm to the end user. Per aligner therapy, us FDA MDR guidance doc no: (B)(4). This is categorized, as "broken tooth". And considered permanent damage to a body structure.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.